Event description:
Note: the event date is unk. It was reported to boston scientific corporation on february 06, 2008 that a leveen coaccess electrode system was used during a radio frequency ablation procedure (patient age, gender, and weight unk). According to the complainant, upon removing the device from the patient after the "rf ablation was complete, the physician noticed damaged insulation and a third degree burn to the patient on the upper right abdomen." The physician added that "it was possible that the insulation was damaged and leaked electricity." The procedure was completed with this device. It was reported that "ointment was applied to the third degree burn" and that the physician was following the patient's progress.

Manufacturer narrative:
The complainant reported that the physician used a metal guide. The dfu states "guides may have sharp edges that can cause damage or removal of portions of the insulation on the electrode. Damage to the insulation may result in skin burns or tissue burns at points along the length of the electrode." The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined. The lot number was not provided; therefore, a shipment history search was performed which identified lots (11307846, 11272090,a nd 11248811), that were shipped to the user facility prior to the event date. A search of the complaint database revealed no additional complaints for these lots. The device history record for these lots were reviewed; no anomalies were noted. The january 2008 15-month rf probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.